Event description:
(B)(4) got the device in 2007. It was insured. I have migraines, heavy, crampy, weird periods, extreme joint pain, fatigue, anxiety, depression, hair loss, weight gain, no energy,high blood pressure, etc...., can't wait to get removal!! Wish I never got this!! Wouldn't wish this on anyone!!